Event description:
It was reported that the cassette is not recognized. There was no patient involvement. Evaluation of the returned device identified and confirmed the reported issue was due to defective dso sensor.

Manufacturer narrative:
D4 & g4: unknown. H3: the suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The high alarm was noted in the ehl due to cassette not attached properly. The device was visually inspected. A defective downstream occlusion (dso) seal was noted. Functional testing was performed. The dso sensor was found to be inoperable. The allegation made by the complainant was confirmed. The dso sensor and seal were both replaced. The device passed all functional testing after repair and was returned to the customer.